Event description:
Caller reported that the pump's battery would not charge, despite attempts to resolve the issue by trying different wall outlets and cables. Blood glucose level did not exceed 500 mg/dl, so there was no adverse impact on customer's blood glucose level. Cts decided to replace the pump and instructed the caller to use multiple daily injections (mdi) as a backup therapy to ensure insulin delivery was not interrupted. The caller was also informed about the return process for the malfunctioning pump.